Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of bent pin in the video socket connector was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to failure of the main board (cm board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the visera elite video system center had a bent pin in the video socket connector. The issue occurred during an unidentified procedure. There were no reports of patient harm.